Event description:
The customer reported to their baxter sales representative that a disconnection occurred while infusing flolan and using an unknown solution set, product code unknown, lot number unknown. The customer spoke directly with the bedside nurse that was involved with the incident and explained that this patient had her own supplies and her husband was allowed to assist with the management of the IV drip. The separation occurred between the tubing and the white cap component that the tubing connected to when the patient got up to go to the bathroom. This "white cap" was from the patient's own supplies and not a baxter connector. The customer does not believe that it was a problem with the baxter product, rather there were other factors with the patient that contributed to the disconnection and not the tubing or connector. The condition occurred during patient use. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation. If any additional information becomes available, a follow up medwatch will be submitted. The product code and lot number could not be provided, therefore the 510k is unknown. (B)(4).